Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic roux-en-y, the device was not sealing after seal cycle signaled complete. Less than 500 cc of blood loss was noted. There were no re-grasp alert and no evidence of energy delivery. There were successful seals made before the issue occurred. Another device was used to finish the surgery. There was no patient injury.